Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for elecsys ft3 iii (ft3) on a cobas 8000 e 602 module (e602). No erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. The sample was first tested on the customer's e602 analyzer. The sample dated (B)(6) 2018 was tested at the customer site with ft3 reagent lot number 257857. The sample dated (B)(6) 2018 was tested at the customer site with ft3 reagent lot number 277945. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a second e602 analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e602 analyzer is (B)(4). The serial number of the e602 analyzer used for investigation was (B)(4). Ft3 reagent lot 277945, with an expiration date of september 2018 was used on this analyzer.

Manufacturer narrative:
Calibration and control data for the e602 analyzer used for investigation were ok. The investigation was unable to find a definitive root cause. Based on the provided data, a general reagent issue can most likely be excluded.